Event description:
It was reported that the health care professional (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD). It was noted the patient experienced shortness of breath (sob) and chest pain. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.